Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient was experiencing signal loss on her dexcom mobile app and omnipod insulin pump. During the time the patient was in signal loss, the patient began feeling confused and disoriented. The patient¿s family took the patient to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with (7) bags of an unspecified IV drip. The patient was discharged home after three days. After discharge, the patient continued to experience physical weakness. The patient was still undergoing physical and speech therapy at the time of report. Data was provided for investigation. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code -4415- speech disorder.

Manufacturer narrative:
(B)(4). 3004753838-2026-129343 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. This event has been reported under 3004753838-2026-129419.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.